Event description:
An inaccurate reading issue was reported with the adc device. A healthcare provider reported on behalf of a customer who received inaccurate readings with the adc device. The customer was seen at a hospital where they were diagnosed with diabetic ketoacidosis and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.